Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and shortness of breath. The patient alleges congestion problems, coughing and having a hard time breathing in the morning. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was scrapped and cannot be returned to the manufacturer for evaluation and investigation. Three attempts to gather additional information were unsuccessful. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.